Event description:
On (B)(6) 2013, the distributer contacted animas and reported absence of occlusion alarm. The cannula reportedly was bent. This complaint is being reported because the reported issue was not resolved during troubleshooting.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).